Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the pump and catheter completely explanted due to infection. The issue resolved at the time of this report. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the hcp stated obesity and hygiene were the reason for the infection and explant.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 25-oct-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.